Manufacturer narrative:
Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. Reportedly, the customer input the wrong transmitter ID. Tandem technical support instruct the customer to put correct transmitter ID.